Event description:
It was reported the stimulator turned off spontaneously several times a day. The stimulator was not depleted. The stimulator was replaced. No patient injury was reported. The new device system is operating appropriately.

Manufacturer narrative:
The stimulator, programmer and programmer accessory was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.